Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 446 mg/dl. The customer's current blood glucose is 446 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. The customer declined for troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.